Event description:
Additional information received reported it is believed the rhv valve was over tightened on the device when it was being introduced to the microcatheter. Ped2-500x14, lot 440417 was implanted without issue. The complaint related device was for a ped2-500-14 lot number b310840. There was a bend as described. This device would not open and so it was not deployed. You cannot use a wire, catheter, or a balloon to attempt to open a device unless it was deployed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis as found condition: the pipeline flex shield embolization device was returned for analysis within a shipping box; within primary and secondary plastic bio-pouches. The micro catheter used in this event was not returned. Damage location details: no bent or kink were found with pusher. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The distal and proximal ends of pipeline flex shield were found fully opened and moderately frayed. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the returned device, the pipeline flex shield was not confirmed to have failure to open at the distal end as the returned pipeline flex braid distal and proximal ends were found fully opened and moderately frayed. However, based on the customer images was confirmed as the distal end of pipeline flex shield braid was not opened due to damaged braid. It is likely that the patient tortuous medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis of ped2-500-14, ilot# b310840. Damage location details: no bent or kink was found with the pusher. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The distal and proximal ends of pipeline flex shield were found fully opened and moderately frayed. No other anomalies were observed. Conclusion: based on the returned device, the pipeline flex shield was not confirmed to have failure to open at the distal end as the returned pipeline flex braid distal and proximal ends were found fully opened and moderately frayed. However, based on the customer images it was confirmed as the distal end of pipeline flex shield braid was not opened due to damaged braid. The proximal end of the braid appeared to be opened and moderately frayed. It is likely that the patient tortuous anatomy may have contributed to the failure to open issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report regarding a pipeline failure to open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left ica with a max diameter of 7 mm and a 4.5 mm neck diameter. The landing zone measured 3.86 mm distally and 4.94 mm proximally. It was noted the patient's vessel tortuosity was severe. The pru level was unknown. The angiographic result post procedure was excellent. The patient's past medical history includes hypertension. It was reported that during introduction to the microcatheter, the device was clamped down on the rhv. Once the device was positioned, the distal end of the device wouldn¿t open. After multiple attempts to reposition and open the device, the device was abandoned and a second device was selected. The second device opened distally without issue but required some manipulation to open the proximal end. The end result was very good. The proximal segment of the pipeline was positioned in a bend. The pipeline had been deployed more than 50% when it failed to open. The pipeline was re-sheathed less than or equal to two times. A wire/catheter was required to open the pipeline. The pipeline was re-sheathed and removed from the patient with the microcatheter. Dapt (dual antiplatelet treatment) was administered. The pipeline was not used for an indication that is off-label.  The pipeline and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.